Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the battery compartment was cracked along the threads. Using a test battery cap, the pump powered up with the appropriate audible and vibratory functions. Unrelated to the casing issue, the verify screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked. It was reported that the battery cap was not damaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.